Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was experienced hyperglycemia. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer was treated with insulin pump. Customer also reported that the sensor had calibration not accepted alert and change sensor alert. Customer reported that did not allege insulin pump was under delivering. Customer was using auto mode. Troubleshooting was performed for hyperglycemia. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).